Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 10 unopened pouches, 1 needle and 1 needle and used thread. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock. Tightness test to the sample received has been performed and the units are tight. There was a rotation test conducted with the closed samples received, it was noticed that most of the threads (7 out of 10) broke easily next to the needle. The detachment of the needle is caused by too much thermal treatment in the thread ends during manufacturing process, which caused that the thread "burns" and in consequence breaks easily in the attachment area. Reviewed the batch manufacturing record, there is an internal non conformity, nevertheless, it has no relation with this issue and the results during the process fulfills the OEM requirements. Final conclusion: taking into account that the results of the samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needles detached from the thread when the package was opened.